Manufacturer narrative:
The medwatch report (mw5096143) received from the FDA did not indicate the user facility and no contact information was provided. Without the user facility's information, argon cannot request the return of the device for evaluation. The complaint cannot be confirmed. If additional information is provided in the future, a follow-up report will be provided.

Event description:
1 barb broke off and remained extravascular.